Event description:
On (B)(6) 2014, the reported contacted animas to allege a remaining insulin reading issue. It was reported that the patient¿s blood glucose levels became elevated. No numbers or symptoms were reported, which does not meet animas¿ criteria for an adverse event. It was reported that the cartridge was changed in the morning and was filled to 2.0 ml and then primed leaving about 187 units prior to fill cannula. The site was changed after the blood glucose levels were elevated; when the cartridge was removed pump had said 157 units but the cartridge only had 100 units. The cartridge not available to see but it was noted that the cartridge compartment had insulin in it and the new cartridge is working as intended. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: during investigation, the pump powered on to the verify screen with audible tones but no vibration. There was no debris observed in the cartridge compartment. During testing, the rewind and load cartridge steps were performed successfully and the units remaining had calculated correctly. The remaining insulin reading issue was not duplicated during investigation. Unrelated to complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Also unrelated to the complaint, the vibration motor pins were found not to be making an electrical connection with the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).